Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Event description:
It was reported via legal that a 59 yo female patient had an right ankle revision procedure on (B)(6) 2021 and had a second revision on (B)(6) 2022. Revision was noted to be for flexor digitorum longus tear; medial gutter impingement; periprosthetic cyst at the talar component; instability; difficulty getting to neutral dorsiflexion; difficulty walking and weight-bearing; stiffness, loss of movement and flexibility; pain at the posterior aspect, tightness in the posterior aspect; swelling of the ankle. Current reported condition of patient-right ankle pain and loss of range of motion, non-weight bearing, use of crutches, pain medication, back and neck pain due to abnormal gait. No additional information.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene liner wear as stated in the legal documentation. The extent of the reported polyethylene wear cannot be determined as the device was not available for evaluation and images of the explanted device, pre-revision radiographs, and operative notes were not provided.